Event description:
A peritoneal dialysis (pd) patient reported during drain 3 of 4 the cycler alarmed for air in the cassette. He stopped treatment and disconnected from the set. The patient found fluid leaking onto the floor. He checked the cassette which was dry and checked the connections from the supply bags which was also dry. The patient was advised to follow up with his pd nurse. During follow up with the patient's pd nurse, she reported that his effluent remained clear. He did not have any signs of infection. He was treated with prophylactic antibiotic cefazolin 1 g. He reported to the nurse that the leak was from near the cassette. The nurse stated the set was discarded.

Manufacturer narrative:
A supplemental report will be submitted upon completion of the plant's investigation.